Event description:
Patient reported that her back up pump was not infusing. When she turned the pump on it would display a red screen with an error code 25540. It would not allow her to go any further. Product fault occurred while in use with patient. Pump issue did not contribute or cause an adverse event interruption to therapy. Pharmacy is replacing device. Patient was able to switch to back up pump and successfully continue therapy. Event is resolved. Therapy is life sustaining. No further information, details or dates provided. Serial number provided by patient: (B)(6). This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided.